Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the ICD could not be interrogated and the magnet test was negative. The ICD was replaced on (B)(6) 2017 and will be returned for analysis. Preliminary analysis results revealed that premature battery depletion is suspected.

Event description:
Reportedly, the ICD could not be interrogated and the magnet test was negative. The ICD was replaced on (B)(6) 2017 and will be returned for analysis. Preliminary analysis results revealed that premature battery depletion is suspected.